Event description:
It was reported that an unspecified quantity of exactamix 2400 valve sets were leaking. During compounding, lipid injectable emulsion was observed leaking into ports 10/11 (nacl 30% and kcl 15%) and on occasion 15/16 (standard amino acid solutions). These leaks travel upstream slowly towards the container and occur only when lipid injectable emulsion is the ui and compounding all-in-one bags. These issues occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between july 15-16, 2023. H11: the actual device was not available; however, a companion sample and photograph were received for evaluation. Visual inspection was performed on the photograph and companion sample and the reported issue of leakage was not identified. Functional testing was performed with a main module compounding system, performing all set up and actual compounding, and the leak was not replicated. The product operated as intended and no issues or defects were found or encountered on the companion sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.